Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Review of the episodes found an untreated episode from the day prior due to oversensing of noise with shifting baseline. The field representative requested x-rays. The episodes were sent into boston scientific technical services (ts) for review. Ts noted there was noise along with baseline shifting and a decrease in signal amplitude in the alternate vector. Ts noted that these kind of artifacts are a result of sudden impedance changes in the sensing pathway and discussed possible causes. The patient was brought in and the noise and baseline shifting was able to be re-created. The sensing vector was programmed to primary and no noise was observed. The physician opted to program therapy off in the subcutaneous implantable cardioverter defibrillator (s-ICD) to avoid further inappropriate shocks. X-rays were taken and sent to ts for review. Upon review ts noted that the noise being seen on two different sensing vectors and not in primary vector was a strong indicator for a potential lead fracture. Ts noted the x-ray image did not show the exact location of the fracture, however strongly recommended a revision procedure to replace the lead. Ts further commented that the lateral x-ray image showed some distance of the electrode to the sternum. At this time the electrode remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Review of the episodes found an untreated episode from the day prior due to oversensing of noise with shifting baseline. The field representative requested x-rays. The episodes were sent into boston scientific technical services (ts) for review. Ts noted there was noise along with baseline shifting and a decrease in signal amplitude in the alternate vector. Ts noted that these kind of artifacts are a result of sudden impedance changes in the sensing pathway and discussed possible causes. The patient was brought in and the noise and baseline shifting was able to be re-created. The sensing vector was programmed to primary and no noise was observed. The physician opted to program therapy off in the subcutaneous implantable cardioverter defibrillator (s-ICD) to avoid further inappropriate shocks. X-rays were taken and sent to ts for review. Upon review ts noted that the noise being seen on two different sensing vectors and not in primary vector was a strong indicator for a potential lead fracture. Ts noted the x-ray image did not show the exact location of the fracture, however strongly recommended a revision procedure to replace the lead. Ts further commented that the lateral x-ray image showed some distance of the electrode to the sternum. At this time the electrode remain in service and no additional adverse patient effects were reported. Additional information was received that a revision procedure was performed where the electrode was taken out of service. It was noted that during the explant procedure when the physician pulled hard on the electrode it frayed. It was noted the electrode would not be returned. The field representative is attempting to obtain additional information in regards to the specifics around the case, however at this time no further information is known. No additional adverse patient effects were reported.